Event description:
Patient underwent cataract surgery. In an office visit over a week later, a small fiber was seen in the eye. She was taken to the operating room two days later for intraocular foreign body removal. Two weeks later in an office visit, it was noted that there was still a fiber present.